Event description:
It has been reported to co that during the procedure the occlusion balloon wire separated resulting in the occlusion balloon deflating. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and successfully placed the stent. The physician attempted to removed the stent delivery catheter and felt resistance. The physician pulled on the stent delivery catheter and the occlusion balloon wire separated resulting in the occlusion balloon deflating. The physician was able to remove the device from the pt with the separated section lodged inside the stent delivery catheter. The pt is reported to be fine.